Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s) via the left access site, an introducer sheath was used. An access site complication of the left side occurred at the end of the procedure. A perforation with anemia and bleeding occurred and required a blood transfusion, transluminal angioplasty (pta) and the placement of a stent. It was noted that a closure device was used prior to identifying the injury. No additional adverse patient effects were reported.